Event description:
It was reported that this inflatable penile prosthesis would not inflate. Potential fluid loss was suspected, but the pump did not stay flat. The device was explanted and replaced. No patient complications were reported.